Manufacturer narrative:
Additional information: h3 plant investigation: the sample was returned and investigated under an additional occurrence. Upon completion of that investigation, there was no objective evidence indicating a product problem, and thus the reported event was not confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The cause for the reported event was not established.

Event description:
A peritoneal dialysis (pd) patient's nurse reported to fresenius technical support (ts) that sparks were seen coming from the back of the patient's liberty select cycler where the power cord plugs in. It was reported that this happened on consecutive nights. The nurse said the patient continued to use the cycler, and they were able to complete treatment. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The nurse confirmed the patient was trained to perform manual pd therapy without a cycler, and that the patient had a box of continuous ambulatory pd (capd) supplies to use. Upon follow-up with the pd nurse, the reported event was confirmed. The nurse stated there was no patient injury or harm, and no medical intervention was required due to the events. The patient received the new cycler which was confirmed to be working well with no further issues. The cycler was available to be returned for evaluation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported to fresenius technical support (ts) that sparks were seen coming from the back of the patient's liberty select cycler where the power cord plugs in. It was reported that this happened on consecutive nights. The nurse said the patient continued to use the cycler, and they were able to complete treatment. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The nurse confirmed the patient was trained to perform manual pd therapy without a cycler, and that the patient had a box of continuous ambulatory pd (capd) supplies to use. Upon follow-up with the pd nurse, the reported event was confirmed. The nurse stated there was no patient injury or harm, and no medical intervention was required due to the events. The patient received the new cycler which was confirmed to be working well with no further issues. The cycler was available to be returned for evaluation.

Manufacturer narrative:
Note: this complaint captures the first of two events that occurred on consecutive nights; please also see associated MDR (MFR report #: 2937457-2024-00528). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.